Event description:
A pt reported that they obtained blood sugar levels of 185, 276 and 166 mg/dl using different finger sticks in a back to back testing session on their ss meter. Pt is blind in one eye (and does not see well wtih the other) and therefore, cannot tell whether confirmation dot is solid blue or not. Patient does apply large amounts of blood to the test strips (a practice warned against by manufacturer). Pt has been using the control solution to clean the meter. No allegations of harm have been made.